Event description:
This rv lead was implanted on (B)(6) 2015 and remains implanted as of this time. A call was placed to technical services on (B)(6) /2018 stating that a lead safety switch occurred on this lead due to out-of-range pacing impedance measurement greater than 3000 ohms. The following physician was dr. (B)(6) at (B)(6) heart associates in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).